Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with chest pain. Angiography revealed a single-vessel lesion with 100% stenosis in the proximal left anterior descending coronary artery (lad). The 3.5x33mm xience xpedition stent was implanted in the lad. The patient was discharged on (B)(6) 2014. Information received from the one-year follow up visit on (B)(6) 2015 indicated that the patient was re-hospitalized on (B)(6) 2015 with chest pain when the patient was tired or when the weather changed. The patient condition improved after taking nitroglycerin. There were no abnormalities noted on the electrocardiogram. Per the physician, the relationship between the event and the device is unknown. The patient's symptoms are continuing. No additional information was provided.